Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and found that the system was starting, but the led power button light was not switching on, and all the leds in the m-cabinet were also off. The philips field service engineer (fse) went onsite and as per rse's feedback, replaced the power supply unit in the main cabinet. After the replacement of the power supply unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and found the system was starting, but the led power button light was not on, and all leds in the m-cabinet were also off. Philips has started an investigation of this complaint.